Manufacturer narrative:
Email - (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on january 30, 2023, with lot number 3536527. Based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. White particle observed on the device. No further actions are required as the device was implanted.